Event description:
A doctor's office alleged that the hardness of the herculite xrv composite was inconsistent after polymerization during procedures on multiple patients

Manufacturer narrative:
Specific information regarding the exact number or patients involved, genders, ages, or weights was not provided. Although the office identified twenty-two (22) different lots associated with the composite not fully polymerizing, the office could not verify which lot had been used on any of the patients; therefore, no lot numbers were identified in section d-4 of this report. The lots involved in the alleged incident include lot numbers 3822248, 4296344, 4114310, 4269139, 4951193, 5025056, 5018742, 5114269, 5071576, 5173183, 4343500, 4359392, 4359386, 4412290, 4397292, 4359385, 5102782 , 4343503, 4730528, 4800389, 5066191, and 4964205. The office reported that in some areas the filling would be fully set whereas other areas of the filling would still be soft after light curing. The doctor either picked out the composite or drilled it out and replaced the restoration during the same office visit for each of the patients. To date, each of the patients are doing fine. The products involved in the alleged incident were not returned. The product from lot numbers 3822248, 4296344, 4114310, and 4269139, was expired; therefore, no evaluation can be conducted. A physical evaluation was performed on retained samples from lot numbers 4951193, 5025056, 5018742, 5114269, 5071576, 5173183, 4343500, 4359392, 4359386, 4412290, 4397292, 4359385, 5102782 , 4343503, 4730528, 4800389, 5066191, and 4964205, yielding results within specifications.